Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe would not fit through the cannula. The probe was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
The customer reported that the laser probe would not fit through the cannula. There was no patient harm noted. With no additional, related information provided and no sample returned, the customer reported event of the laser probe not fitting through the cannula was not able to be confirmed. The laser probe was manufactured on august 15, 2016. There were 438 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The customer reported that the laser probe would not fit through the cannula. There was no patient harm noted. Two illuminated flex curved laser probes were received and a visual assessment of the returned samples showed no obvious nonconformities. The laser probes were inserted into a 23 gauge trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip of one of the probes. The other probe fit through the cannula without any resistance. The laser probes tips were measured using the 23ga needle length gauge per manufacturing assembly procedure (map), where the nitinol was found to not meet specifications as it was too short for the one that had resistance when fitting through the trocar. The other probe lengths met specifications. The samples were received and evaluated where the reported event was replicated for one of the two probes. The nitinol was found to be shorter than specifications, causing too sharp of an angle of the tip curve, which resulted in the trocar getting stuck. However, how or when it became nonconforming could not be determined. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The laser probe was manufactured on august 15, 2016. There were 438 paks associated with this lot. The laser probe was manufactured on august 15, 2016. There were 55 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the shorter than specification laser probe nitinol tip. The manufacturer internal reference number is: (B)(4).